Event description:
Pt scheduled to have uvj stone removed using ureteroscopy and holmium laser. Tip of resectoscope broke off inside of bladder. Necessary to do cystotomy to remove stone and foreign body.